Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when taken out of the package, 4 sutures from the same lot number had broken strand. Another suture with different lot number was used to resolve the issue in order to complete the case. There was no patient injury.